Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. The device was returned due to a diagnostic anomaly. Testing was performed on the ICD and the device was found to be normal; telemetry, pacing, sensing, impedance, hv output, hv shock and patient notifier were tested on the bench. No anomaly was detected. The device was at elective replacement indicator (eri) when received. A longevity calculation was performed based on the programmed settings and usage data. The calculation showed the battery depletion was normal. The root cause of the inconsistent remaining longevity estimate could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination of the transmission, the patient's implantable cardioverter defibrillator (ICD) was found to have exhibited a diagnostics anomaly. The ICD was explanted and replaced on (B)(6) 2019. No patient consequences were reported.